Event description:
It was reported that during a cardiac ablation procedure, radiofrequency ablation in the left atrium near the septum, atrioventricular block occurred immediately after application 129. Ventricular pacing was required, but was unable to sustain their rhythm after pacing was stopped. A pacemaker implantation was required due to the inability to sustain rhythm. During the pacemaker implant procedure, the patient¿s heart began to beat normally. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Radiofrequency (rf) energy was being utilized when the av block occurred. The ablation procedure was aborted under general anesthesia.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: catheter product ID: non-medtronic product type: ultrasound catheter product ID: non-medtronic product type: sheath product event summary: the afr-00001 sphere 9 catheter with lot 0232479406 and data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). The video files returned from the field was reviewed. 11 video files were returned. The videos showed catheter ablation, potential his damage, and a note from the doctor. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues cannot be assessed through data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.